Event description:
It was reported that in 2007, the patient banged against a door and fell. From that moment on the pt was no longer able to hear with his device. The pt has been explanted the following month. Med-el was not informed of the scheduled explantation until the receipt of the explant in another country.

Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.